Manufacturer narrative:
Over the weekend of 11/25/23, FDA installed a new security certificate for emdr submissions. Cook did not receive the new security certificate from FDA, resulting in a break in communication in sending and receiving emdr data. We requested the certificates to be re-sent to cook. As of 11/30/2023, the certificates were not sent to cook. Per FDA-2008-n-0393, questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, section d: ¿¿ if a manufacturer or importer is unable to submit a report on time due to an outage affecting the esg or the cdrh emdr processing system, it may document its attempts at timely filing in block h10 for the affected reports and submit reports electronically as soon as the esg or cdrh emdr processing system is operational.¿ an email has been sent to FDA as the guidance instructs informing FDA of the information set forth in the guidance regarding these delayed submissions. Investigation evaluation: the product said to be involved was returned in an open box and tray from the lot number provided in the report. The label matches the product returned. All components returned, however there were only 4 bands returned on the barrel. Our laboratory evaluation of the product said to be involved could not confirmed the report. The barrel was returned with only 4 bands on it and the trigger cord was still attached to the barrel. A visual examination of the device was performed. The barrel was placed on the end of an olympus gif q20 endoscope with an outer diameter of 11.0 mm and the barrel fit snugly without difficulties. The flexible portion of the barrel was inspected using a pin gauge and it met the dimensional specifications. The trigger cord barrel assembly was examined and all twelve deployment beads were present, placed between each band. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. The trigger cord was intact and not broken. A functional test of the two-way handle was performed and it functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation did not confirm the report, the barrel met the dimensional specifications. A definitive cause for this observation could not be determined. The instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use also direct the user to: "lubricate endoscope and exterior portion of barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a ligation procedure, the physician prepared to use a cook 6 shooter saeed multi-band ligator. It was reported that the barrel kept falling off the scope. It would not secure properly. The complaint device did not make patient contact. The procedure was successfully completed with another device of the same type. As the device did not make patient contact, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence and according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.